Manufacturer narrative:
The manufacturer received the devices, investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a revitan prox. Cylindrical 85 on the right side on (B)(6) 2011. The device broke on (B)(6) 2015 and the patient was revised on (B)(6) 2015.

Manufacturer narrative:
The investigation is performed with outcome as followed: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The x-rays taken shortly before the revision show fractures of the cerclage fixing the trochanter major, a missing direct contact between the implant and the bone proximally in ap direction, a minor tilting of the proximal stem part and at least partial contact between the face surfaces of the two parts of the stem. The appearance of the proximal part of the revitan stem suggests that it came to direct contact between the cerclage wire and the implant resulting in polished areas on its surface and wear. The area containing short, fine, polished, horizontal lines on the anterior side of the proximal part could be attributed to signs of loosening. The distal part was well fixed in the bone. The x-rays as well as the appearance of the parts at hand lead to the assumption that the bony situation was probably not stable proximally and the proximal stem part was loose while the distal part was well fixed as also described in the surgical report. It is assumed that the connection pin got loose due to an overload triggered by an unknown event at one point in time. It is unknown how and when the connection pin became loose. After loosening, the connection pin could move inside the stem body and subside together with the proximal part. So it came to contact between the face surfaces of the proximal and the distal part resulting in wear on both surfaces. Additionally, the load was not anymore completely borne by the connection pin. The loosening of the pin resulted in wear on the inside of the distal part. This allowed a little by little tipping of the pin so that its distal end could rest on the inside of the distal part and form a new ledge. The tipping appears like a fracture of the stem on the x-ray. However, at none of the parts a fracture exists. The connection pin shows a mixture of polishing, smearing, fretting and corrosion. The first two phenomena are most probably concomitants. However, it remains unclear whether fretting and corrosion could have had an influence on the failure mode or are only concomitants as well. The plenty of black liquid observed in the joint capsule during revision surgery can be attributed to wear deriving from the different sources as described above. The cocr head and the alloclassic variall cup are inconspicuous. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).